Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead showed a signal artifact monitoring (sam) event and the respiratory sensor vector was switched. The ra lead impedances were high, out of range. No noise was observed on sam and the presenting electrogram. The physician is aware of the increase in ra impedance and is being monitored at this time. The patient is not dependent and sensing was good. The right ventricular (rv) lead appears stable. The rv lead has a known history of high, out of range shock impedance as has been reported in the past. It was decided to continue monitoring the patient. The system with the crt-d and the ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead showed a signal artifact monitoring (sam) event, and the respiratory sensor vector was switched. The ra lead impedances were high, out of range. No noise was observed on sam and the presenting electrogram. The physician is aware of the increase in ra impedance and is being monitored at this time. The patient is not dependent, and sensing was good. The right ventricular (rv) lead appears stable. The rv lead has a known history of high, out of range shock impedance as has been reported in the past. It was decided to continue monitoring the patient. The crt-d has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead showed a signal artifact monitoring (sam) event, and the respiratory sensor vector was switched. The ra lead impedances were high, out of range. No noise was observed on sam and the presenting electrogram. The physician is aware of the increase in ra impedance and is being monitored at this time. The patient is not dependent, and sensing was good. The right ventricular (rv) lead appears stable. The rv lead has a known history of high, out of range shock impedance as has been reported in the past. It was decided to continue monitoring the patient. The crt-d has been explanted and returned for analysis. No additional adverse patient effects were reported.